Manufacturer narrative:
Failure analysis noted that the pump had no button response and button error alarm due to corroded keypad traces. There was no moisture damage inside the pump. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a button error alarm and she was unable to clear it. The customer's blood glucose reading was 121 mg/dl. The customer stated that the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the pump would be replaced. The insulin pump was returned for analysis.